Event description:
Per the clinic, the patient experienced pain and infection at the implant site. Subsequently, the recipient was treated with an oral and topical antibiotics (specific date and duration not reported).